Event description:
The customer reported that the operator was performing a white blood cell depletion procedure. At the end of rinseback, when removing the kit, she stated that there was a blood leak with mist going into the air and the operator got blood in her eye. She used the eyewash. Labs were drawn from the operator to rule out any contamination. The operator is fine. Labs are negative, and the pt is fine. Pt ID, age, and gender (for the operator) are not available at this time. The disposable is unavailable for return because the customer discarded it. This report is being filed due to a device malfunction would likely cause or contribute to a death or injury if this same failure were to recur.

Event description:
The customer declined to give the operator's initials, age, or weight.

Manufacturer narrative:
(B)(4). This report is being filed to provide additional information. The device history record was reviewed. Nothing was found that was related to this event. There was no alarm from the fluid detector and no blood in the centrifuge basin. Previous investigations have shown that inadvertently clamping the collect line during the stripping process will build up pressure across the luer connection and will result in a blood leak. Root cause: based on the description of the exposure being a fine mist, it is likely that the collect was inadvertently clamped during the stripping process.

Manufacturer narrative:
(B)(4). Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.